Manufacturer narrative:
Correction: implant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was highly tortuous exhibiting 95% stenosis in the obtuse marginal. The device was inspected before use without any issues. The device was prepped per IFU without any issues. The device was pre-dilated. Resistance was noted during delivery. Excessive force was not used. The device did not pass through a previously deployed sent. Patients sex, age and weight added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary des to treat a lesion in the obtuse marginal. There was no damage noted to the packaging. It was reported that stent dislodgement occurred during removal following failed delivery. It was stated that the stent was hung up on the guide at the guide transition point upon withdrawal. It was indicated that the stent may have incurred some strut damage during delivery attempt and that strut damage contributed to the hang up on the guide. Inflation of the delivery system balloon near/within the guide was attempted to secure the stent but this was unsuccessful. During the process of attempting to capture the stent with a snare, the stent migrated down the aorta, past the common femoral and ultimately became lodged in the profunda artery. Retrieval with a snare was unsuccessful after several attempts. The stent was not removed from the patient. The stent was crushed into the sidewall of the profunda artery with a balloon dilatation catheter. No patient injury was reported.